Manufacturer narrative:
Explanted devices will not be returned to bsn, as they were discarded by the medical facility.

Event description:
A report was received that the pt's precision system was explanted, due to an epidural hematoma which was causing the pt fever, and inability to move his leg. The physician's assess that the hematoma was procedure related. No further info was provided by the explanting physician.